Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas e 801 analytical unit. Initial result: 1.32 coi and interpreted as reactive (when tested with a serum tube with gel). 1st repeat result: 0.83 coi and interpreted as non-reactive (after high-speed centrifugation). 2nd repeat result: 6.73 coi and interpreted as reactive (when tested with sodium citrate plasma). 3rd repeat result: 6.86 coi and interpreted as reactive (when tested with edta plasma). 4th repeat result: 1.23 coi and interpreted as reactive (when tested with recollected serum tube, not with gel). 5th repeat result: 0.00 coi and interpreted as non-reactive (when tested with serum tube with gel on abbott i2000). 6th repeat result: 0.00 coi and interpreted as non-reactive (when tested serum tube, not with gel on abbott i2000). The sample was sent for confirmation, and the result was non-reactive. No questionable results were reported outside the laboratory as they did not match the patient's clinical diagnosis.

Manufacturer narrative:
Medwatch field b6 was updated. The calibration trace was difficult to evaluate due to the single calibration signals. The confirmation testing using the elecsys hbsag confirmatory test was not possible because the test was no longer available in this country. The product labeling: for diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. False reactive results may occur in elecsys hbsagii; the specificity is claimed as <100 %. The investigation did not identify a product problem. The elecsys hbsagii assay performs within specifications. The cause of the event could not be determined.